Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a patient came in as a ppci on the (B)(6) 2025 and the angio-seal was put in around 1700 on (B)(6) 2025, just before the patient's discharge, the patient mobilized to the toilet and on her way back to bed developed a sharp pain in the groin site. The nurse reviewed and a hematoma of 5cm x 10cm had developed. The nurses put manual pressure for up to 25/30mins. Bloods and obs were checked and remained stable. Computerized tomography (CT) was done, there were no obvious issues, and it was confirmed there was no bleed or aneurism. The patient discharged home the next day after being reviewed again. The patient experienced minor injury; however, recovered without follow-up treatment.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential hematoma. The exact root cause cannot be determined. Sufficient information was not provided to make a determination regarding the reported event or a likely cause of the event. The device history record was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).